Event description:
The customer reported to philips healthcare that "sparks observed and caused the paddle penetrated" on the heartstart mrx. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.